Event description:
Procedure type: robotic assisted cystectomy. According to the reporter: a small plastic piece of the trocar was either torn off the trocar or it simply fell off without any force sometime during the procedure. They suspected that it might have been torn of when the robot arm was exchanged for a stapler instrument. The plastic piece was removed from the patient and the procedure could continue. No excess bleeding occurred. Operative time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).